Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified brown particles in the diaphragm valve and black particles in the device inner surface. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side capsular contracture, baker grade unknown, "pain," ¿mental anguish," and ¿loss of the capacity for the enjoyment of life." Patient representative also reported ¿suffered bodily injury", "suffering", "disability", and "disfigurement"; these are not device related. Device has been explanted.